Manufacturer narrative:
Final pump analysis revealed no anomaly found - normal pump function.

Event description:
It was reported the patient experienced increased pain. According to the manufacturer's device tracking system the pump and catheter were replaced. The pump was reprogrammed and filled in 2008. The patient outcome was reported as "improvement of pain".